Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient did not receive therapy during the oversensing. Review of the episodes revealed an occurrence of loss of capture. Programming changes were discussed.